Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6) .

Event description:
Reporter stated the customer has experienced hyperglycemia since starting the infusion device 2 weeks ago, and he believes the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was requested for evaluation.